Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2019 with the following findings: during investigation, the pump time and date was set. After exercising the pump, the battery was removed. The pump was left without power for 6 hours, and when the pump powered on it had returned to the default time and date. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 320mg/dl, with polyuria, and polydipsia, associated with an alleged time and date issue. Reportedly, the patient remained on the pump, and self-treated with a bolus via pump. During troubleshooting with customer technical support, it was revealed the time/date went to default for the vibe pump, and was not correctly maintained when the battery was removed for less than 12 hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.